Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported error issue. Analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Modem ejection pin was found broken. (B)(4)

Event description:
It was reported an error was displayed. It was noted this occurred during a patient check and that a different programmer was used. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.